Event description:
Due diligence has been completed. No additional information was obtained. No serial number was provided. No device history review was able to be performed. Therefore, the reported condition could not be confirmed nor could a root cause be identified.

Event description:
The following has been reported: customer reported: "we have had some pretty serious malfunctions with the ivenix pump infusing a medication during an emergency resuscitation. A crisis management team has been formed. Seems strange it happened on this one medication, but apparently 4 pumps were tried. Waiting for mayo staff to confirm serial # of pump and if any report of patient harm. A preliminary review identified the following issue: unidentified malfunction during infusion. Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.